Manufacturer narrative:
A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Analysis of cp logs were inconclusive, as the ipg could not be found in the logs. No intervention has been scheduled at this time. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The method/results/conclusion codes will be sent in a subsequent report when investigation is complete.

Event description:
It was reported that the patient underwent surgery and did not put the ipg into surgery mode. As a result, the ipg is in service app mode and is inoperable. As a result, the patient may undergo surgical intervention on a later date to address the issue.